Event description:
During use in the patient, the deltapaq cerecyte microcoil (dpl10020620/ (B)(4)) was compressed immediately after it was introduced into the excelsior sl10 (mc) microcatheter (stryker), and this resulted in a kink of the pusher wire and the coil could not be used any more. Prior to this event, other deltaplush coils had already been used with this mc without problems. During introduction, the coil introducer was seated correctly in the microcatheter hub, and all labeling guidelines were followed for inserting the coil via the y connector. Afterwards, the coil was removed without losing target site, and the same microcatheter was used with the next device. A dedicated and constant saline source was utilized at all times with the microcatheter. After the coil would not advance, no additional force, torque or manipulation was used to further advance the devices. After the event, other than the reported event, no other damages were noticed on any section the device (kink, bend, stretched, fracture, separate, coil rings bent, etc), and the coil remained attached to the delivery system. The target site was the left carotid that was normal. The mc was not used after that and will be returned as well for investigation. After that, the procedure was successfully completed, and there was no adverse event reported. The product was stored per labeling instructions. The components will be return for analyses. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint.

Manufacturer narrative:
Please note that after further information was gathered, it was noted that the correct alert date of the event was (B)(4) 2013 as reported in the initial medwatch report. During use in the patient, the deltapaq cerecyte microcoil ((B)(4)) was compressed immediately after it was introduced into the excelsior sl10 (mc) microcatheter (stryker), and this resulted in a kink of the pusher wire and the coil could not be used any more. Prior to this event, other deltaplush coils had already been used with this mc without problems. During introduction, the coil introducer was seated correctly in the microcatheter hub, and all labeling guidelines were followed for inserting the coil via the y connector. Afterwards, the coil was removed without losing target site, and the same microcatheter was used with the next device. A dedicated and constant saline source was utilized at all times with the microcatheter. After the coil would not advance, no additional force, torque or manipulation was used to further advance the devices. After the event, other than the reported event, no other damages were noticed on any section the device (kink, bend, stretched, fracture, separate, coil rings bent, etc), and the coil remained attached to the delivery system. The target site was the left carotid that was normal. The mc was not used after that and will be returned as well for investigation. After that, the procedure was successfully completed, and there was no adverse event reported. The product was stored per labeling instructions. The components will be return for analyses. The coil was returned undamaged. The returned sl-10 microcatheter had to be dissected to remove a complete blockage. This blockage consisted of an extensive amount of a blood mixture. Contrast and protein were not found to be of significant amount in the blood mixture to affect coil advancement. This blockage is post-procedural in nature and its location could not have contributed to the field complaint. Therefore, it is highly unlikely that the returned sl-10 microcatheter contributed to the complaint event. Located at the top proximal end of the resheathing tool in the open cutout section, the v notch has been damaged. Both sides of the v notch edge have been raised above the surface plane. The sheath's locking mechanism section has been damaged. Using an in-house sl-10 microcatheter, the returned coil was introduced multiple times with no resistance encountered. The coil was then advanced through and out the distal tip of the microcatheter multiple times with no problems encountered. The coil moved freely at all times. The most likely root cause of the coils compression and its inability to be advanced inside the microcatheter occurred when the microcoil system was first unlocked for use and the sheath was retracted straight back instead of up at a forty-five degree angle and then back. When the sheath was pulled straight back, the locking mechanism fractured the v notch and the sheath also caught the sides of the v notch of the resheathing tool. This produced a binding action between the device positioning unit (dpu), the sheath, and the coil. This binding action produced significant resistance preventing the coil from being advanced in the microcatheter. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, 'hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool, grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end, and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger, as shown in figure 3.' Based on the available information, no definitive conclusion can be made, since the returned device was not damaged. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
Please note after further information was received, the event does not meet criteria for reporting. Therefore, please disregard previos submitted reports.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The product was received for analysis, but it has not been completed. Additional information will be submitted within 30 days of receipt.